Event description:
Additional information reported that the type IV endoleak was actually observed during the index procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: endurant stent graft system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm. It was reported that the aneurysm had enlarged from 59mm to 70mm and the patient was experiencing abdominalgia. A follow up CT was performed. A type IV endoleak was observed during this follow up. The patient's kidney function was poor and the physician elected not to perform an intervention. The patient then expired. The physician stated that the cause of the event could not be determined. However, the cause of death was stated to be pleuritic, pulmonitis, and kidney failure. No additional clinical sequelae were reported.